Event description:
It was reported that the coil (subject device), broke off from the coil delivery wire during deployment. The broken coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned without the introducer sheath. Visual inspection of the device revealed that the delivery wire was kinked, likely due to handling. The main coil was returned detached from the pusher wire at the main coil junction and the main coil was kinked and stretched as well. No other anomalies were observed. Functional testing could not be performed due to the damage on the device. Based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the coil contributing to the observed physical detachment of the main coil from the delivery wire at the detachment which the physician perceived as the reported main coil break. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
It was reported that the coil (subject device), broke off from the coil delivery wire during deployment. The broken coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.